Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the procedure was prolonged by minutes. How many minutes was the procedure prolonged?

Event description:
It was reported that during a total gastrectomy procedure, trigger locks and does not fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient.